Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at the time. A call was place to technical services on (B)(6) 2016 stating that this lead had no capture on any lv configuration that used the ring electode, and high impedance on those configurations as well. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).